Manufacturer narrative:
E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. No product was returned. Major bleed: the cause of major bleed cannot be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp developed bleeding at the access site. The patient was transfused six units of packed red blood cells and a femstop was applied to obtain hemostasis, and the pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.